Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had felt a "zapping" in the chest like a transcutaneous electrical nerve stimulation unit off and on since the device implant. The device remains in use. No patient complications have been reported as a result of this event.